Event description:
Customer called in and reported that she could not get battery cap off insulin pump. Customer also stated having a problem connecting pump with one touch. The blood glucose reading was 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: the blood glucose meter comunicate properly with pump. Pump was received with scratched ldc window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and stripped battery cap coin slot.